Manufacturer narrative:
Correction: h6 codes were updated to reflect the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04739. It was reported the patient's leads were removed on the night of initial implant due to nerve irritation and re-implanted on (B)(6) 2021. Therapy was re-established post-operatively.